Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the sensing decreased, the pacing thresholds increase and the pacing impedance measurements decreased when it comes to this right ventricular (rv) lead. The patient was not pacemaker dependent. A lead dislodgment was confirmed on x-ray and a revision was scheduled for a later date, but the patient refused the revision. No adverse patient effects were reported. Additional information noted that this rv lead was repositioned and normal values were noted. No additional adverse patient effects were reported.